Event description:
During the ecc procedure, the perfusionist noticed dark blood in the cardioplegia outlet line. Blood samples were drawn from the cardioplegia and arterial line. The cardioplegia po2 was 54.7 with a saturation of 83.3. The arterial po2 was 117, with a saturation of 98.3. It appeared that the blood from the cardioplegia outlet was not properly oxygenated.

Manufacturer narrative:
The expiration date will be forwarded when provided. The mfg date will be forwarded when provided. This event occurred in (B) (6). Sorin group (B) (4) manufactures the synthesis oxygenator. Sorin group USA is filing on behalf of sorin group (B) (4). The oxygenator has been returned to sorin group (B) (4) and is currently under eval. A follow-up report will be filed when the investigation is complete.